Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and weak battery. Customer's blood glucose at time of incident was 4.6mmol/l. Customer stated that the pump alarm during normal use. Customer was explained that a battery out limit during normal use may indicate a loose battery cap. Customer was advised that we will send a replacement battery cap. Customer is not confident with pump and it may recur since it happened before. Customer was advised we will replace pump.